Event description:
Pt was a (B)(6) female with basilar artery (ba) occlusion. Two passes were made with a merci retriever v 2.0 firm for the ba occlusion. Thirty mg of tissue plasminogen activator (t-pa) was administered to the pt. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. A local subarachnoid hemorrhage (sah) at interpeduncular cistern was confirmed post-operation. Seven hours post-operation, symptoms of pupillary enlargement, respiratory insufficiency, increased sah and hydrocephalia were confirmed. Conservative therapy was continued without recovery of neurological symptom. The pt expired on (B)(6) 2011. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (eg, pt factors, device use factors, other devices employed, drugs administered, etc) that also may have caused or contributed to the outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 2.0 firm device could not be reviewed.